Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-nov-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c1854766 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1854766. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the information available and due the device was not being returned for evaluation. A possible root cause is that the device was used in a flexed/twisted position during the procedure contributing to the sheath becoming damaged and a result the needle may have become kinked at some point on the device. This in turn may have caused the needle retraction issue. It is also possible that the needle became kinked due to device handling when it was outside of the scope after the first successful pass as information received confirmed that the reported issue was noted during needle retraction and that the kink was located distally at the notch/core trap. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle cannot be retrieved inside the device, the sheath is rendered dysfunctional. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause is that the device was used in a flexed/twisted position during the procedure contributing to the sheath becoming damaged and a result the needle may have become kinked at some point on the device. This in turn may have caused the needle retraction issue. It is also possible that the needle became kinked due to device handling when it was outside of the scope after the first successful pass as information received confirmed that the reported issue was noted during needle retraction and that the kink was located distally at the notch/core trap.

Event description:
Dr (B)(6) claimed that the needle cannot be retrieved inside the device, the sheath is rendered disfunctional. Only first time pass was successful & biopsy collected. This occurred during the second pass. The device was removed from the scope, the procedure was completed by using competitor's needle and it was successful.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.